Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier for non-sustained lead noise that was triggered due to frequent pvcs. Reprogramming options were recommended. The device remains implanted and in service.